Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00013, 0001825034 - 2019 - 00014, 0001825034 - 2019 - 00015.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.